Event description:
High rv pacing lead impedance was observed. Few days later, lead impedance measurements were performed and same high rv pacing lead impedance was observed. In 2008, the physician went back in to open the pocket and check for loose connection. The is-1 distal setscrew was not set down all the way. The setscrew was screwed back down to resolve the issue. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.